Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ litigation alleged the implanted asr hip had failed causing high concentrations of various metallic elements in the patient's blood. Update rec'd 7/1/15 - ppd with medical records received. Part/lot information provided. Upon revision, tissue necrosis, corrosion on the head, and metal debris were noted. Due to previously alleged elevated metal ion levels the stem and sleeve are being added. This complaint was updated on 07/14/15.